Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult positioning in anatomy associated with clip interaction with chordae and difficult leaflet grasping were likely due to procedural circumstances. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An nt clip (40130r1020) was inserted, but grasping was noted to be difficult due to interference form the chordae. Therefore, the nt clip was removed and replaced. An xt clip was inserted and deployed without issues. To further reduce mr an additional xt clip (40531r1044) was inserted, and grasping was performed. Grasping was noted to be difficult as well due to interference with the chordae. After a few grasping attempts, it was observed that the posterior leaflet had torn. The xt was moved to the rear wall to make sure the posterior leaflet had a deeper insertion. The clip was able to be deployed on both leaflets, and mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.